Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section e1: email address: unknown/not provided. Section e1: establishment name: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there were threads observed at the opening of the capsule. The doctor used capsule removal parameters 5/10/6 and followed the standard operating procedure. The patient cooperated well during the operation and capsulotomy was completed. The patient had a posterior capsule rupture when the lens was implanted into the capsular bag. During follow-up, a little iol dislocation was observed. The visual acuity of patient reached 0.8~1.0 (6/7.5~6/6). There were also glare and visual interference noticed. Based on further information provided on 12/16/2025, the patient was implanted with a non j&j iol, and the glare and visual disturbance issues were resolved. There were no other patient injuries, and no further interventions performed. No further information was provided.